Manufacturer narrative:
Pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unit had minor scratched lcd window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 91 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process but would continue to receive motor error alarm. Customer was advised that insulin pump would need to be replaced.